Manufacturer narrative:
Calibration results faxed by customer appear normal. Per customer, qc results have been within acceptable ranges. A field service engineer (fse) was dispatched and replaced the cartridge chemistries (cc) sample probe and ordered new reagent and calibrator lots. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high rheumatoid factor (rf) results generated by the synchron lx I 725 clinical system for multiple samples. Samples were re-tested and repeated results were lower. The rf results were reported out of the lab. Customer indicated that no reports of patient treatment or consequences have been received.